Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 62 mg/dl. The customer stated that they had delayed eating prior to delivering a meal bolus, and subsequently miscalculated the carbohydrates consumed. The customer consumed spaghetti to stabilize bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.